Event description:
It was reported that the system lost patient image data. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and the system operates as intended.